Event description:
It was reported, guidewire broke inside of patient, leads to surgical removal and loss of catheter for use. Resulted in a delay in treatment. PICC replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One photograph and two videos of a microintroducer kit guidewire was returned for evaluation. An initial visual observation of the photograph showed a damaged guidewire in an open kit tray. The guidewire was observed to be broken into several pieces. No additional damage was observed to the components in the returned photograph. In the videos, the clinician was observed to pull on the coiled wire and fracture it. Use residue was observed to be on the sample in all returned media. There were no distinguishing features in the returned photograph and videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.